Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Displacement test was not performed due keypad anomaly. Time increments were verified and no frozen display noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and stained end cap sticker.